Manufacturer narrative:
Concomitant medical products: dtmc2d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing or noise and the lead had possibly fractured. The lead was explanted and replaced. During the revision, the left ventricular (lv) lead was dislodged and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.